Event description:
It was reported by the customer that their insulin pump was alarming button error and the keypad was unresponsive. Customer stated the device had alarmed missed bolus, but they are unable to clear it due to the button unresponsiveness. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that lead to the issue or if the device was dropped. Customer's blood glucose level was 225 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump up arrow button did not respond due to corroded keypad trace. No button error alarm noted. No moisture damage on electronics noted. Insulin pump received with minor scratches on display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.